Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient came to clinic for device interrogation due to the right ventricular high voltage lead impedance was out of range. The lead is still in use. No patient complications were reported as a result of this event.